Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 45 to 76 mg/dl at the time of the incident. The customer was at 118 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer believes that the pump was over delivering because of their bolus wizard estimates being incorrect. Troubleshooting was completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was delivered a bolus properly. No over delivery anomaly noted. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.